Manufacturer narrative:
The customer reported 20 separations below the lower fitment of the pumping segment on material: 2420-0007, lot: 24125040. There are no physical samples, but the customer provided photo evidence which verifies the failure. The manufacturing plant found the root cause for the separation at lower fitment to be related to incorrect solvent application. An accessory was implemented by the plant on october 30th, 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 2420-0007, batch#: 24125040. It was reported by customer that the 20 tubing sets that were reported that day for breaking apart. Rcc received a complaint via email. I was able to connect to regarding the malfunctioning tubing. There were 20 tubing sets that were reported that day for breaking apart. It was all one lot number. They did throw them out, but the picture does have the lot number: 24125040 and shows the break apart. They did have drug waste with a few. The only one she could remember that caused a delay in care in a critical patient was methylene blue. Lot#: 24125040. Item: 2420-0007. Customer responded on (B)(6). Customer responded on (B)(6). The 20 occurrences did occur the same day. There were a few medications that were delayed and wasted as the line separated after priming the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following: it was reported by customer that the 20 tubing sets that were reported that day for breaking apart.